Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the patient line. Reportedly, the patient line became broken. In addition, it was reported that intermittently resistance was experienced with multiple cartridges during the load sequence. The cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.